Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Sus voluntary event report #mw5044794.

Event description:
Sus voluntary event report #mw5044794. Event description: date FDA received: 20-jul-2015; voluntary (B)(6) 2015 11:34:41.00. Closure of 12french insertion site. Use of two perclose to close a 14french insertion site. Additionally, after placement of the perclose proglide device bleeding continued. Two perclose proglides were used to close the access site.